Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that the system 7 sag saw was allegedly overheating at the user facility. There was no procedural delay, medical intervention, or adverse consequences associated with the device. No further information was provided by the user facility.

Event description:
It was reported that the system 7 sag saw was allegedly overheating at the user facility. There was no procedural delay, medical intervention, or adverse consequences associated with the device. No further information was provided by the user facility.

Manufacturer narrative:
The original reported event, device overheated, was not duplicated. During functional inspection, no signs of overheating or other issues were found. The device met all performance expectations and so was returned to the customer.